Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head started rattling at one point, then the head became detached [device breakage], no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2017 that she purchased a pack of 4 oral-b power oral care refills precision clean, and the first brush head out of the pack was used a few weeks ago. She reported her husband's brush head started rattling at one point, and then the head became detached last week. The reporter stated that now she had the same problem with the brush head she was using out of the package. She scratched the gray logo of one of the affected brush heads with a coin, and reported "nothing happened." No symptoms developed. The consumer reported she had previously used the same version of toothbrush heads. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
From (B)(6) 2017 product investigation results: reporter returned 3 toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head started rattling at one point, then the head became detached [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2017 that she purchased a pack of 4 oral-b power oral care refills precision clean, and the first brush head out of the pack was used a few weeks ago. She reported her husband's brush head started rattling at one point, and then the head became detached last week. The reporter stated that now she had the same problem with the brush head she was using out of the package. She scratched the gray logo of one of the affected brush heads with a coin, and reported "nothing happened." No symptoms developed. The consumer reported she had previously used the same version of toothbrush heads. Concomitant product: oral-b rechargeable toothbrush, version unknown.